Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A system check was performed, and air bubbles were observed within the infusion set tubing. Reportedly, customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling.